Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 101 mg/dl. The blood glucose reading at the time of the event was over 300 mg/dl. The physician were wondering if the insulin pump was delivering the correct amount of insulin. Customer was nauseated and vomiting. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.